Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil tech reported the touchscreen passed all of the flex cable resistance testing. Initially, the touchscreen failed the diagnostic and functional testing and also displayed misaligned touch points. However, the pil tech verified the touchscreen was able to be successfully recalibrated by using the touchscreen calibration button noted in the diagnostics portion of the software. Following calibration, the touchscreen passed all diagnostics testing and operated without issue. The touch points were also properly aligned with the liquid crystal display (lcd).

Manufacturer narrative:
Reporting address state:(B)(6). Reporting address postal: (B)(6) . Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The touchscreen was calibrated but did not resolve the problem. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.